Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to the ipg being flipped and the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. Nothing was explanted. No further information has been obtained despite good faith efforts.